Manufacturer narrative:
Patient presented with bowel obstruction, possibly due to interaction with leads. Obstruction was repaired and devices were left in place. No alleged defect in device performance. Patient is now doing well. No further action to be taken.

Event description:
Patient complained of abdominal pain, it was determined that a bowel obstruction had occurred as a result of the implanted neurostimulator leads. Patient was referred for surgery to repair obstruction. Surgery was (B)(6) 2025 at (B)(6) in (B)(6). Obstruction was fixed. Patient still has original implant and has recovered well and is feeling fine.